Event description:
Customer stated the device would start running a test before a blood drop was applied to the glucose strip. The device also displayed a result. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.